Event description:
It was reported that during a da vinci-assisted surgical procedure, the system experienced a recoverable fault. The customer was able to recover from the fault and continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the diaphragmatic hiatal hernia repair procedure was performed on (B)(6) 2023. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported event. The fse replaced the universal surgical manipulator (usm) 3 and set up joint (suj) to resolve the issue. The system was tested and verified ready for use. The suj was analyzed and the failure analysis was unable to replicate the customer reported complaint. The suj was moved to patient side cart (psc) fixture test platform (pftp) machine and passed all tests. The system logs confirmed an error was on axis 5. As a precaution, the motor module will be replaced. An isi did receive the usm involved with this complaint; however, the evaluation is not completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had a recoverable fault and the fse confirmed the reported issue. The fse replaced usm and suj to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found failure analysis investigations was unable to replicate the reported issue. However, the error/fault was confirmed via field logs. The usm was run through the system and testing without reporting any relevant faults or errors. The carriage degrees of freedom (dof)s were manually spun, and no friction or abnormalities could be felt. The usm was driven using general instruments but no errors we found. On the system, the usm was put on idle for a couple of hours and then tested for dof movement. All the dof were moving uniformly with no faults. The carriage cover was taken off and there were no signs of fluid intrusion or contamination. The complaint was not confirmed based on failure analysis.